Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one-month post implant, this right ventricular (rv) lead had evidence of oversensed noise resulting in inappropriate shocks as well as high threshold measurements. The lead was explanted and replaced without incident. Besides intervention, there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection noted that there was a cut in the insulation at 29 cm from the terminal pin. Analysis determined this cut was induced during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.